Manufacturer narrative:
During post-operative physical therapy, the pt fractured the tibial plateau. The mako implants were not removed, modified, or impacted by the revision surgery. Investigation as to whether the implants or the surgical procedure contributed to the tibial fracture is ongoing, and no evidence exists at this time to indicate a fault of the system. This MDR is being filed as the investigation is not complete at the required filing date.

Event description:
Revision to place screws to reattach medial tibial plateau to the rest of the tibial plateau, due to post operative fracture.